Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that the statement of "patient has a history of infection after original implant in 2014" only meant that they had a history of infection with this one incident after the original implant. All deep brain stimulation (dbs) components were explanted so it resolved from a dbs standpoint.

Manufacturer narrative:
The event date is unknown. Concomitant medical products: other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 27-dec-2023, UDI#:(B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 14-feb-2024, UDI#:(B)(4); product ID: 3389s-40, serial/lot #:(B)(4), ubd: 14-may-2017, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 14-may-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented recently in the past few weeks (undisclosed exact timeline), with skin breakdown over left burrhole. The patient is a nurse and understands infection risk with an implantable system. They requested the entire system be removed, resolve the infection with antibiotic treatment, and then will re-consider re-implant after everything heals. It is unknown exactly if there were any environmental/external/patient factors that may have led or contributed to the issue but the patient has a history of infection after original implant in 2014. They re-implanted the extensions in (B)(6) 2020. The entire deep brain stimulation (dbs) system was explanted. The issue was not resolved. All specifics about the patient's medical history is unknown, but the patient has an extensive history of internal organ issues, sca history (has implanted sub-q ICD), and history of infection after original implant.